Manufacturer narrative:
(B)(4). Additional information was requested from the customer, and received by teleflex: "the patient was intubated with the tube as usual, when the anesthesiologist leaned over to auscultate the lungs, he could feel air escaping thru the tube near the balloon. When inspected, the tube had a small pinhole near the balloon. The tube was removed, patient was re-intubated without issue. Patient was in good condition throughout the case, in pacu, and prior to and after discharge. No adverse events reported by patient's caregiver." The device has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "recently one of the rusch nasal ett's we used had a small hole in it." Alleged event reported as occurred during use. No patient injury reported.

Event description:
Customer complaint alleges "recently one of the rusch nasal ett's we used had a small hole in it." Alleged event reported as occurred during use. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual exam was performed and a hole was observed near the side arm. Based on the investigation performed, the complaint has been confirmed. The tube wall was observed to be punched through at the inflation hole punch. A non-conformance was opened to address this issue.